Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was attempting to bolus and the insulin pump alarmed bolus stopped. The blood glucose reading was 139 mg/dl. The customer was able to clear the alarm. No significant events prior to the alarm. Troubleshooting was declined. The customer will monitor the insulin pump and call back if there are any issues. Nothing further reported.